Manufacturer narrative:
Corrected information: plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number and a previous complaint of fluctuating tmp was fond within 90 days of the notified date of this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(6) that a 2008k2 machine experienced a temperature issue while a patient was in treatment. The patient was moved to a different machine and completed treatment without incident. There was no indication of patient harm, or adverse event. A fresenius (B)(6) technician was scheduled to service the reported machine. Upon inspection, the technician found that the ultrafiltration pump was damaged. The pump was replaced and the ultrafiltration was calibrated. A simulation session was ran without any reported issues. The machine was left functioning correctly. No sample is available. This report was received from a list supplied by fresenius (B)(6).